Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed.there were no anomalies found. Analysis of the device memory indicated the battery impedance trend was rising. The battery impedance shift that caused recommended replacement time (rrt) was likely caused by a temporary, multiday change in device temperature during battery measurements. It¿s estimated that the temperature change was a decrease of approximately 4°c to 6°c. This temperature change is also visible as changes in battery voltage and device current drain. This temperature change occurs during a time where the patient¿s heart rate trends exhibit an atypical pattern where the nightly average heart rate is greater than the average day rate. While the temperature excursion was sufficient to cause a false rrt alert, it¿s probably more likely that temperature variability would appear as noisy battery impedance trends and to a lesser extent a noisy battery voltage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that implantable cardiac monitor was at recommended replacement time (rrt) after one year. The device explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.